Event description:
The patient was presented at the hospital for an unrelated procedure. Upon interrogation of the pacemaker, the right ventricular (rv) lead was noted to exhibit high capture threshold and high impedance measurement due to a fall. The patient will be seen in the clinic and no intervention was performed. The patient had no adverse consequences.